Event description:
Boston scientific received information that this implantable defibrillation lead exhibited varying r-wave measurements. Nonsustained ventricular tachycardia (vt) episodes also showed possible oversensing of right atrial (ra) events. An x-ray was performed and it appeared the lead had pulled back. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received indicating the sensitivity was successfully reprogrammed. Non-invasive programmed stimulation (nips) was performed to ensure appropriate sensing of ventricular fibrillation (vf). Sensing was appropriate and a defibrillation threshold (dft) test was performed with good results. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.